Event description:
It was reported that the patient had a "hernia" located at the incision in the upper abdomen from his neurostimulator implant surgery. It was noted that when he had a cat scan, "it ripped". The patient was at home in good condition. He had an appointment with his physician to address the hernia. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).